Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's caregiver requested assistance with filling a new insulin cartridge and completing the change the cartridge function. Assisted caregiver with filling a new insulin cartridge. Caregiver reported, the infusion device's display is blank. Had caregiver insert a new battery. Infusion device started up as normal. Assisted caregiver through the change the cartridge function. Had caregiver go into alarm history. Caregiver stated there were multiple e2 (battery depleted) error messages that occurred today and yesterday. Caregiver reported no a2 (battery low) error message was displayed. Pt is blind. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.